Manufacturer narrative:
The device was returned on 10/21/2025 and will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the device was sent to the karl storz assessment & repair department for inspection. A visual inspection was carried out on the endoscope. During the technical inspection, the error description provided by the customer, broken internal optics , could be confirmed. The optical examination revealed thermal damage to the distal solder joint and the distal light guide, resulting in a leak. In addition, the distal cover glass shows residues, and the shaft is slightly bent. Apparently, there was an electrical flash-over in the distal area, which caused thermal damage to the optics. In our IFU sap-ID (B)(4) we expressly refer to the correct use of electrical combination products. Such damage can be caused by an electrode that is not suitable for use/combination. Furthermore, such damage can be caused by a lack of safety distance or damage to the insulation of the combination product used. We consider the damage to be a user error. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the scope had broken internal optics. No negative impact in state of health reported.